Manufacturer narrative:
Results: a visual inspection of the returned product shows one plate haptic is torn off and missing. The optic has a tear in it. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The surgeon inserted a collamer single piece lens model cc4204bf in patient's eye and realized the lens was torn. The surgeon removed the lens without enlarging incision and put in another same model lens. He put in one suture to close the incision, not due to the lens being damaged. The reporter stated that the lens was not loaded properly.